Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. One shock while moving in a wheelchair and once while sleeping. The patient is small and the doctor is concerned that the shock impedance, although within range, may be high for the patient's size. The device was programmed off but remains implanted. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Code 3191 is linked for a surgical intervention.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had inappropriate shocks due to oversensing of noise. One shock while moving in a wheelchair and once while sleeping. The patient is small and the doctor is concerned that the shock impedance, although within range, may be high for the patient's size. The device was programmed off and later explanted. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding device explant.

Manufacturer narrative:
Code 3191 is linked for a surgical intervention.